Manufacturer narrative:
The procedure was coil embolization of unknown artery (no vessel/aneurysm characteristics were provided or patient information), and during the prep, leakage of saline was observed around the middle of shaft of the rapid transit microcatheter (601-231/15501202). The procedure was continued using a new rapid transit microcatheter (601-231) and the procedure was completed without any further issues. The syringe used to flush the microcatheter was connected properly to the hub. The device was a new and stored per a labeling instruction. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if there were any defects noted after the event. The complaint product is not going to be returned for evaluation. No additional information is available. A review of the manufacturing documentation associated lot 15501202 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the reported catheter leakage during prep. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not going to be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15501202 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was coil embolization of unknown artery (no vessel/aneurysm characteristics were provided or patient information), and during the prep, leakage of saline was observed around the middle of shaft of the rapid transit microcatheter ((B)(4)). The procedure was continued using a new rapid transit microcatheter ((B)(4)) and the procedure was completed without any further issues. The syringe used to flush the microcatheter was connected properly to the hub. The procedure was a new and stored per a labeling instruction. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if there were any defects noted after the event. The complaint product is not going to be returned for evaluation. No additional information is available.